Event description:
It was reported that during a transfusion through the device air was entering the sys. The facility was using a abbott vented set and pump with the device.

Manufacturer narrative:
The user employed a vented IV infusion set instead of a non-vented administrtion set as specified by the american association for blood banks, american red cross, america's blood centers circular of info (publication arc 1751, april 1997 page two). Conclusion: the device appeared to meet its performance requirements, user error in employing a vented intravenous administration set rather than a blood transfusion set appears to be the cause of this incident. Unless substantially significant info becomes available, this constitutes a final report.